Manufacturer narrative:
Secondary surgery. Evaluation results - other: a lens work order search was performed, and no similar complaint was found within the work order.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2008 in the pt's right (od) eye. The lens was explanted approx two months later, due to overcorrection. The pt had blurry vision. The lens was exchanged for a smaller diopter power lens. The pt's current best-corrected visual acuity is 20/15.